Event description:
It was reported that the external pulse generator (epg) failed to power on. The epg was returned to the manufacturer for servicing. The issue was found during testing so there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. It was noted that the battery drawer was cracked. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.